Event description:
It was reported that the user of the ilet experienced hyperglycemia with a blood glucose of 309 mg/dl after announcing a meal but selecting an incorrect meal size; the agent advised that the system¿s correction algorithm should bring glucose back into range within 1¿2 hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported medical impact beyond elevated glucose without medical intervention. Customer care provided support that included investigation, user education and troubleshooting regarding appropriate meal size announcements and expectations for automated correction. Investigation of this case revealed use-related error related to meal announcement that led to elevated glucose, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction associated with meal entry rather than device malfunction.

Manufacturer narrative:
Initial.